Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a reload the set 202 alarm which occurred on the homechoice (hc) in use, during prime. The home patient was not connected. The baxter technical services representative (tsr) explained the alarm and assisted the home patient (hp) to reload the same cassette and get back to prime. The hp would use new supplies if the alarm repeated. This writer contacted the home patient (hp) on (B)(6) 2011. When they took out the cassette, they saw that the upper left corner was not sealed all the way and was leaking. They discarded the cassette and did not recall the lot number. Therapy went well after starting over with new supplies, and has been going well since. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.